Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the field service engineer (fse) found the gantry out of position by 16 inches into the door housing causing a serious jam and the dingus was out of place with one being bent from someone trying to force the door open manually. The fse was able to bend the bent dingus back into place and re-align the gantry to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site was unable to open the door. And unable to manually open the door. There was no patient present.